Event description:
Heartmate ii left ventricular assist device (lvad) presented to local ed on following a fall at home/worsening headache x 7 days. Brain cat scan on day of fall was negative. Brain cat scan revealed subdural hematoma in setting of international normalized ratio (inr) 7.2. Inr was reversed with prothrombin complex concentrate (pcc), vitamin k and fresh frozen plasma, and patient was transferred to his lvad center for further treatment. Neuro surgery performed right sided craniotomy and evacuation of hematoma. Patient was oriented and following commands post op, however he developed seizures which required the addition of three antiepileptic agents. Aspirin was resumed a week later. Coumadin was resumed a few days after that. Heparin was not resumed. Patient was able to be discharged directly home after another week.